Event description:
It was reported that intra-operatively when the anchor was released from the anchor dispenser, it was not consolidated as normal shape, "but was formed like a ball". There was "something that seemed like the same material as the anchor, attached at an anchor fixing part of the released dispenser". The catheter was not implanted and returned.

Event description:
Additional information indicated that the spinal cord side of the anchor looked as if it had withdrawn into the wing (the section with the suture hole), with the pump side of the anchor crumpled into a bellow-like shape next to the wing. The physician stated that "the anchor might have adhered to the anchor dispenser." No side effects or health risks were noted. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical device: anchor, model/serial#: unk; catheter, model: 8781, serial#: (B)(4), implanted/explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
This event was also reported under manufacturer report #3007566237-2013-03654 [it was reported "similar problems occurred in other facilities" when reporting that the anchor could not be removed from the anchor dispenser, it formed a lump and did not move when anchoring the catheter during operation. The medical team interrupted the operation to check the anchor dispenser and confirmed damage to the anchor. Please refer to manufacturer report number 3007566237-2013-00301 for the specific event. It was not specified if the anchor was implantable during the "similar problems". Additional information has been requested, but was not available as of the date of this report.]. Any additional information received will be reported under this manufacturer report number (#3007566237-2013-00037).

Manufacturer narrative:
Analysis of the anchor revealed that the anchor did not properly detach from the ascenda tool. The anchor showed significant tearing from one end to the other, and remnants of the silicone could be seen attached to the hypotube of the anchor deployment tool. The anomaly seen was related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.